Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA, alleging that his one touch verio flex meter was reading inaccurately low compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported, the meter issue began at 1.10 pm on (B)(6) 2019. The patient alleges that he obtained an inaccurately low blood glucose result of ¿299 mg/dl¿ on the subject meter compared to ¿499 mg/dl¿ on the other device. Csr noted that the patient stated that he manages his diabetes with insulin (no adjustments) and made no changes to his normal diabetes management in response to the alleged issue. The patient reported that at an unknown date after the alleged issue began, he developed symptoms of ¿poor vision, thirsty, throwing up, lost appetite and weak¿. The patient disconnected the call prior to confirming if he required or received any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.